Event description:
A friend of the patient called to report that the pt performed a blood glucose test on the suspect device and obtained a result in the 400-500 mg/dl range. Pt was feeling dizzy and went to the dr. The dr's office used the office meter to test their blood glucose and the result was 13mg/dl. An ambulance was called and transported pt to the hosp. Lab work was done and the rptr was not sure of the blood glucose result from the lab. It was somewhere in the 30's or 60's mg/dl. The pt was given a glucose IV and meds were changed to glucovance.